Event description:
Reporter alleged blood glucose result was a "07" on the device which is outside the reading range of the meter. It was stated additional results received were a 169, 397, 150, 397, 165, 297, 171 & 407 mg/dl. No actions or treatment resulted reportedly. A request was made for the return of the suspect device, and replacement product was sent.